Event description:
It was reported that the ventilator generated a technical error code indicating disabled ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating disabled ventilation. The ventilator was investigated on site by our field service engineer and further investigation reveals a fault on the control pcb and expiratory valve coil. According to information in service report the ac power cord was found damaged and claimed not to attach correctly to the unit. Replacement of the control pcb, expiratory valve coil and ac power cord resolved the reported issues. Furthermore, the communication drivers and software version v7.01.01 were installed and a re-installation of the user configuration was performed. Unit handed over to customer in working condition. However, no part has been returned for investigation nor any photos provided to confirm the damaged ac power cord. Therefore, no root cause can be established. The control pcb (printed circuit board) manages the regulation of inspiratory flow and pressure during both inspiration and expiration in different ventilation modes. It oversees the control of respiratory timing patterns, adjusting frequency and duration settings according to front panel inputs. The pcb also plays a crucial role in generating flow reference signals (insp flow ref 1 and insp flow ref 2) based on the desired total inspiratory flow values set on the front panel. The level relationship between these signals is influenced by the specified oxygen concentration, facilitating the control of the respective gas modules (air and o2) through the pcb. The expiratory valve consists of a membrane in the cassette that is operated by the axis of the expiratory valve coil. The valve is fully open as long as no power is supplied to the coil.

Event description:
Manufacturer's ref. #: (B)(4).